Event description:
It was reported that the procedure was to treat a mildly calcified, moderately tortuous distal right coronary artery that is 90% stenosed. The 3.25x12mm nc trek neo balloon dilatation catheter ruptured at 10 atmospheres during the first inflation. Rotablation was performed and a new same size nc trek neo balloon was used to continue the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, there is no indication that the reported material rupture was related to a product quality issue with respect to the design, manufacture, or labeling of the device. There were no leaks noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, the lesion site was described as mildly calcified, moderately tortuous, and 90% stenosed. It is likely that balloon material was damaged due to interaction with the calcified lesion resulting in material rupture during inflation.